Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.

Event description:
It was reported that the patient was brought in as a st-elevation myocardial infarction (stemi) from the fall and underwent direct percutaneous coronary intervention (pci) on the right coronary artery (rca). After the procedure, the patient was very unstable and as his condition worsened, a transthoracic echocardiogram (tte) was also performed after pci, where a mechanical complication of an acute heart attack was detected. The intra-aortic balloon (iab) was then inserted via the femoral sinister artery and connected to an intra-aortic balloon pump (iabp). As soon as the counterpulsation started, blood was drawn into the helium tube. The customer quickly clamped it so that the blood did not flow into the iabp. The iab was removed and replaced with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter complete name - (B)(6). Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.